Event description:
The attending physician observed one screw backing out from an anterior cervical plate on films taken during a follow-up exam. A revision surgery was performed in 2008. The plate and screws were explanted and replaced with another manufacturer's system. The revision case was completed with no further incidences. The patient is reported to be in good health and will continue to be monitored closely.